Event description:
It was reported by service, report that the bed had a failed clutch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Oil found on fowler motor and failed clutch.